Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the pump detailed trace it recorded pump error 53. Pump error 53 (line = 1232 and file number = 14) was triggered twice on 05-may-2024 at 06:19:00 hour and 06:30:01 hour. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered due to software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor flex connector. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails and end cap address label missing. In conclusion, customer concern for e/a alarm unspecified was confirmed due to pump error 53. Pump error 53 was confirmed due to software issue. Critical pump error/open book image not confirmed. Exposed to moisture was confirmed on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return status for mmt-1885l is unknown.